Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical equipment technician ordered and installed the replacement touchscreen, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was failing calibration. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the touchscreen was failing calibration. The remote service engineer (rse) verified that the customer had the correct part number of the replacement touchscreen needed for repair. Device evaluation and repair are pending, and this investigation is ongoing.